Event description:
It was reported that the insulin pump sustained moisture damage after the customer had urinated in bed with the insulin pump on. The caller stated that the insulin pump worked normally for about a week after the incident. The customer's father stated that the insulin pump stopped working on (B)(6) 2015. The caller tried to change the battery at the time of the call but stated that the insulin pump was not responding. The customer's blood glucose was 6 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken connector on interface board. No moisture damage inside the insulin pump noted. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.